Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 330 mg/dl. The customer was in emergency room as a result of high blood glucose. Customer was admitted in the hospital on (B)(6) 2016. Customer was kept for 4 day in the hospital and she is wearing her pump at time of hospitalization.